Manufacturer narrative:
Corrected: health effect - clinical code. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg became unable to communicate with external devices following an unrelated surgical procedure. Troubleshooting has been unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.